Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that a clinician stated the right ventricular (rv) lead shock impeance measurement has increased over the last three months and has now given an out of range measurement. No noise has been observed. Boston scientific technical services (ts) was consulted and suggested performing induction testing. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the other manufacturer's device was changed out four years later and the right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements between 100 to 150 ohms. Another manufacturer's device was implanted and the rv lead remained in service. Two years after the device change out procedure the rv the shock impedance increased to 200 ohms. Currently the shock impedance is now measuring greater than 200 ohms and there is concern over a potential lead fracture. At this time the physician has opted to continue to monitor the patient due to the patient having other co-morbidities and no adverse patient effects relating to the high shock impedance measurements. The rv lead remains in service.